Event description:
Event description cpi received information that this patient with an implantable cardioverter defibrillator (ICD) and patch leads was experiencing high shocking lead impedance. The physician elected to perform an invasive procedure and found the leads were fractured. Both leads were replaced with an endotak lead and the ICD was also replaced at this time.